Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received motor error alarm. Customer's blood glucose level was unknown. Customer reported that they are unable to describe the possible damage to the drive support cap. Customer was unable to complete insulin pump rewind. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will not be returned for analysis.